Manufacturer narrative:
One photo provided for evaluation; one photo confirms the complaint of the injection port broken. The reported complaint can be confirmed. The probable cause is unknown. The device history lot number was not reviewed; no lot information was provided.

Event description:
A complaint was received regarding to a plum burette set that experienced breakage during use. The reporter stated, "the bottom of the injection port was found broken when the plum set was used for medication administration, as shown in the attached photo." That the medical device current situation is being investigated. There was patient involvement, and there was no patient harm.

Manufacturer narrative:
D4 and h4 the lot#, expiration date, and manufacture date are unknown. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.